Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was admitted to an outside hospital on the week of (B)(6) 2018 with an elevated lactate dehydrogenase (ldh) in the 800s u/dl. The patient was treated with a heparin infusion and discharged on (B)(6) 2018. On (B)(6) 2018, the patient was admitted to the implanting center for hemolysis and workup for thrombus. On admission, patient¿s inr was 2.3 and ldh was 627 u/dl. The patient was started on a heparin infusion for rising ldh and powers and ldh decreased back to 231 u/dl. A ramp echocardiogram performed on (B)(6) 2018 was unremarkable. On (B)(6) 2018, the patient developed spontaneous bleeding from kidney and was given blood products. The patient¿s ldh increased back up from 560 u/dl on (B)(6) 2018 to 811 u/dl on (B)(6) 2018. The spike in ldh was attributed to the large bleeding event. It was also reported that the patient suffered a subacute subarachnoid hemorrhage on an unspecified date. On (B)(6) 2018, it was communicated that the patient remained hospitalized for close monitoring off anticoagulation and was escalated to 1a status on the transplant list. On (B)(6) 2018, it was reported that the patient¿s ldh had been downtrending in the 500s u/dl, but increased in 24 hours from 501 u/dl to 589 g/dl with inr of 1.9. No additional information has been provided. Log file analysis revealed elevated lvad parameters.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4) and the reported thrombus, elevated ldh, bleeding and hemorrhagic stroke could not conclusively be established. Analysis of the log files provided by the account confirmed slight transient power elevations and low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file captured slight transient power elevation. Additionally, the file captured low flow hazard alarms. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas instruction for use lists device thrombosis, hemolysis, bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, this document outlines the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for vad-56228 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.